Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that she has tried 3-4 different batteries. Troubleshooting was performed but the display did not return. They will be sent a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan until the new battery cap arrives. The insulin pump will not be returned for analysis